Manufacturer narrative:
Printed circuit board (pcb).

Event description:
The customer reported the ventilator was alarming while in use on a patient due to a 35 volt supply failure. The customer reported there was no patient harm. The manufacturer's service technician verified the reported event. Review of the ventilator diagnostic log confirmed a 35 volt failure occurrence which may result in a shut down of the device during operation. The service technician replaced the power management pcb board to address the reported problem. Applicable final testing was completed and passed to operating specifications.